Manufacturer narrative:
Device was properly sterilized and met all manufacturing requirements and specifications.

Event description:
Sp explant due to infection around implant site. Transducers remain implanted with plan to re-implant another sp after healing. Patient history: (B)(6) 2008 - original left ear implant by dr. Catalano. (B)(6) 2008 - turn on - some scratchy noises heard. (B)(6) 2008 - activation; (B)(6) 2008 - 2-month follow up; (B)(6) 2008 - 4-month follow up; (B)(6) 2009 - 10-month follow up - patient indicates that slightly touching ear causes drastic sound changes. Patient believes she may have some paralysis. Has trouble with hearing with background noise. (B)(6) 2012 - normal battery change. No indication of ongoing issues. (B)(6) 2013 - 5-year follow up. (B)(6) 2016 - fitting - pre battery change. (B)(6) 2016 - normal battery change. No indication of any ongoing issues. (B)(6) 2017 - envoy notified of possible infection. Attending physician, dr. (B)(6), decides to remove sound processor and allow for healing before reimplantation of another sound processor. Removed device was sent to pathology lab for biological testing. (B)(6) 2017 - no pathology report or returned device has been provided to envoy medical at this time. (B)(6) 2017 - explanted system received at emc. No anomalies noted which would have caused ot contributed to a dehisence or infection.